Event description:
Physician attempted to place a wavemax stent in the common illiac artery. The physician was unable to cross the lesion and attempted to remove the device through the sheath. The stent became dislodged. The physician was able to deploy the stent with another balloon in an unk location. The pt reportedly had no adverse effect. Although requested, no additional info was provided.